Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery. The absolute pro ll stent system was advanced to the lesion and during stent deployment, only one part of the stent released as the other part of the stent remained stuck in the sheath, making it impossible to completely release the stent from the delivery system. The delivery system including the stent was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another absolute pro was successfully implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. H6: investigation conclusions code 67 - removed. H10: addtl mfg narrative.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was not tested based on the condition of the returned device. The self expanding stent system (sess) was returned with the stent sheath retracted proximal to the base of the tip. There was a kink in the jacket distal to the strain relief. There were multiple bends, stretched and flared struts through the entire length of the stent implant. One end of the stent implant was separated. There were multiple separated struts (not in two separate pieces) sporadically throughout the entire length of the stent implant. There were wrinkles sporadically through the entire length of the stent sheath. The inner member was stretched, kinked and smashed. There were multiple kinks sporadically on the inner member and stent sheath distal to the distal marker. The handle halves were separated for internal device inspection. A portion of the ribbon was wrapped around the center peg inside the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The noted kink to the distal jacket was likely caused by procedural circumstances. The multiple bends, separated struts, stretched and flared struts are consistent with use and may be contributed to the reported partial deployment or retraction once the delivery system was removed. The noted separated portion of the stent is likely due to the stent being stuck in the sheath and subsequently caused the wrinkles and inner member to stretch. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Thus, this may have caused slack in the ribbon resulting in the ribbon partially slipping off the thumbwheel and spooling around the center handle pin, thus preventing further deployment. Procedural circumstances likely caused the separated portion of the stent due to the stent being stuck in the sheath and subsequently caused the wrinkles and inner member to stretch and as these attempts were made to deploy, it damaged the handle of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.